Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized on (B)(6) 2014 with blood glucose of 600 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. Customer was hospitalized for two days. Before hospitalization, customer had a battery out limit alarm, weak battery, and bad battery, then insulin pump turned off, which lead to the emergency room visit. No further information provided.